Event description:
New information was received. Tracking was lost during a photo refractive keratectomy procedure (prk) with a cytotoxic medication. The laser stopped firing 75 percent of the way through the procedure. Contrast was loss. Contrast was adjusted and laser firing then was breaking up. The procedure was confirmed to have been completed that same day after logfiles were sent.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A field service engineer (fse) confirmed during logfile review, the eyetracker lost the pupil 37% into the treatment and the customer was able to complete the treatment to 100%. The fse stated reasons for this could happen: pupil size, anatomy, shadows, etc.. No technical root cause was determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported tracking was lost with one case. Case was able to be finished. Additional information received from technical support team. It looks like eye tracker lost the pupil 37 percent of the way through treatment.